Event description:
It was alleged that a nurse injured her back and shoulder while trying to operate the fowler. It was alleged that the nurse was evaluated by employee health services. Further information was not provided.

Manufacturer narrative:
It was reported that a caregiver hurt their back and shoulder while operating the fowler. The caregiver was prescribed pain medication and physical therapy as a result. It was further reported that the user was now back to work.

Event description:
It was alleged that a nurse injured her back and shoulder while trying to operate the fowler. It was alleged that the nurse was evaluated by employee health services. Further information was not provided.